Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination of the balloon revealed a pinhole 65mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04320, 2134265-2018-04321 and 2134265-2018-04323. It was reported that balloon rupture occurred. The target lesion was located in the left leg superficial femoral artery. Two charger balloon catheters, sizes 8.0 x40 135cm and 8.0 x100 135cm; two sterling balloon catheters, sizes 7.0mmx100mmx135cm and 7.0x150x150cm were advanced for pre-dilation in unknown order, but all 4 balloon catheters ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 75-80% stenosed target lesion was located in the minimally tortuous and severely calcified proximal superficial femoral artery. After lesion size was obtained with an ivus catheter, two sterling balloon catheters, sizes 7.0mmx100mmx135cm and 7.0x150x150cm were advanced for pre-dilatation. However, upon inflation before nominal pressure, the balloons ruptured. The physician decided to proceed with stenting using a 8.0mm x 100mm innova stent. A 8.0 x100 135cm charger balloon catheter was advanced for dilatation but it also ruptured upon inflation. The physician decided to use a 8.0x40 135cm charger balloon catheter to concentrate on a focal area. However, upon inflation, the balloon also ruptured. All four balloon catheters ruptured before nominal pressure was reached and were inflated within a minute. All the devices were removed without complications.